Manufacturer narrative:
The investigation is ongoing. Results will be provided in the final report.

Event description:
The customer reported that the barriers of the citadel plus bed frame were damaged. The arjo service technician inspected the bed and found that the side rail was still attached to the frame, however, screws holding the panel to the metal plate were partially ripped off. We were informed that the side rail damage was caused by the collision of the side rail panel with the width extension frame. There was no indication that the bed was in use by the patient when the issue occurred. No injury was reported.

Manufacturer narrative:
According to citadel plus instructions for use (IFU, 831.374 rev. 11): ¿to prevent damage to the bed as well as an unsafe condition, make sure that all four width extensions on one side or all width extensions on both sides are in the same position.¿ IFU also includes information: the safety sides shall be checked every day by a caregiver. If the malfunction is identified, arjo or an approved service agent should be contacted. Sum up, it has been determined that the side rail became damaged due to collision with the width extension. The bed frame was damaged, therefore the arjo device did not meet specifications. The bed was not in use by the patient at that time. No injury was claimed. The complaint was assessed as reportable due to the detachment of the side rail.